Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1 d3 d4 g1 h4, h6: part: 02.027.038s lot: 9832113 manufacturing site: bettlach release to warehouse date: 12.april 2016 expiry date: 01.april 2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. ------------------ part: 272.265s lot: 9874932 manufacturing site: bettlach release to warehouse date: 15 apr 2016 expiry date: 01 apr 2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The final quality release criteria were met before this batch was released for distribution. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part: 02.027.038s, lot: 9832113: manufacturing site: bettlach. Release to warehouse date: april 12, 2016. Expiry date: april 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7: device is not a single use device that has been re-processed and re-used.

Event description:
This report is for a proximal femoral nail antirotation (pfna) blade.

Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - constructs: expert femoral nail /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the broken proximal femoral nail was removed during a surgery on (B)(6) 2017, and the fracture point was fixated using a blade plate. Then, because this blade plate broke as well, another operation was conducted at (B)(6) hospital on (B)(6) 2017, and a new blade plate was inserted. The again informed on (B)(6) 2017 that he is once again receiving inpatient treatment at (B)(6) hospital, since the second blade plate that was inserted has now broken as well. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) unk - constructs: expert femoral nail. This is report 1 of 1 (B)(4).